Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the foot control/foot switch connector of the sternal saw was defective. The device was not changed out, as they could still use the foot switch and saw by securing the connection. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per technical support, the sternal saw control cable assembly needs replaced.